Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 months and 11 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed tenderness at the driveline exit site on (B)(6) 2018, which was thought to be due to accidental tugging of the driveline from a fall that occurred on (B)(6) 2018. On (B)(6) 2018, the patient observed brown puss at the exit site and was treated with cipro and doxycycline. On (B)(6) 2018, the driveline exit site continued to have ¿brownish¿ drainage and redness. A wound culture tested positive for (B)(6). The patient would remain on doxycycline at least until their next clinic visit on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.